Manufacturer narrative:
A black and white photo was shared by customer, where an extension set is shown over a table. However, no physical damage or anomalies are observed. The complaint of no flow / can't prime on item mc33131-ns cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event occurred on an unspecified date and involved a 7" pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer, bulk non-sterile where it was reported the extension set was not flushing properly. Incidents happened during use. No treatment reported for any patients due to the issue. No medical device report required. Sample not available. Sample photo provided. There was patient involvement and no harm reported. This report captures 8 occurrences.